Manufacturer narrative:
The pac technician confirmed the reported issue and also observed the device will not turn on when the lid is opened. The device was still able to be powered on and off by pressing the on/off button. The root cause of the issues is isolated to the reed switch sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not detect the lid being opened. As a result, the device may not automatically power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not detect the lid being opened. As a result, the device may not automatically power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.